Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not take any actions to address high blood glucose. Customer continued to use pump while prepared to use alternate insulin method if needed, and did not require help from a third party. Technical support decided to send a replacement pump.